Event description:
A customer reported that during a patient procedure, using a glidescope spectrum single-use lopro s3 laryngoscope, the display on the connected glidescope core 15-inch monitor went black a couple of times. The procedure was completed using a backup device. No delay in the procedure or harm to the patient was reported. The customer reported that the issue was likely due to the lopro s3 not making a good connection. However, the customer's troubleshooting was unable to duplicate the issue.

Manufacturer narrative:
The customer declined the option to have their glidescope spectrum single-use lopro s3 laryngoscope returned to verathon for evaluation. Since the device was not returned to verathon, the cause could not be determined. However, following the reported incident, the facility confirmed that the glidescope system was operating as intended. Since the lot number of the lopro s3 was not provided, complaint history could not be reviewed for the subject lopro s3 lot to identify if there were any previous complaints reported to verathon. Trending analysis for glidescope spectrum single-use lopro laryngoscopes does not identify any trends exceeding acceptable limits. Verathon confirmed that the risk associated with the hazardous scenario has been adequately captured and characterized per the system risk assessment. Corrective action is not required at this time. Verathon will continue to monitor for trends.